Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. Reports patient a status post hip replacement done on (B)(6) 2014 had a fall and now has a periprosthetic fracture of the right hip. Dr. Requested to revise the hip with a restoration modular stem. He performed the revision through the posterior approach. The stem was loose due to the fracture and easily removed. Once removed the fracture was reduced and cabled with dall miles cables. The per the surgical technique a restoration modular was implanted. Size 23+0 body with a 16mmx195mm stem, a +0 36 -2.5 delta head was impacted and the wound was closed.

Manufacturer narrative:
Catalog, lot, steri lot, expiration, and manufacturing date updated. An event regarding periprosthetic fracture after a fall involving an anato femoral stem was reported. The event was confirmed. Device evaluation could not be performed as no items were returned. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other similar events have been reported for the subject manufacturing lot. Based on the provided information the likely root cause of the reported periprosthetic fracture is the traumatic event experienced by the patient. Clinician review of the event indicated "there is no evidence this early post-operative post-traumatic periprosthetic fracture was related to factors of faulty prosthetic design, manufacturing, or materials."

Event description:
Dr. Reports patient a status post hip replacement done on (B)(6) 2014 had a fall and now has a periprosthetic fracture of the right hip. Dr. Requested to revise the hip with a restoration modular stem. He performed the revision through the posterior approach. The stem was loose due to the fracture and easily removed. Once removed the fracture was reduced and cabled with dall miles cables. The per the surgical technique a restoration modular was implanted. Size 23+0 body with a 16mmx195mm stem, a +0 36 -2.5 delta head was impacted and the wound was closed.